Event description:
It was reported that during implant procedure, after several attempts to connect the lead to the header, the set screw would not tighten. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was verified in the laboratory. As received, the set screw was stuck on the tip of the torque driver. It is believed that the torque driver engaged the set screw at an angle in the field, which caused the set screw to become stuck to the tip of the torque driver. The set screw was stripped.